Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received patient¿s system was explanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13054, 1627487-2019-13055, 1627487-2019-13057. It was reported patient was not experiencing adequate pain relief with their scs system. Troubleshooting was attempted to no avail. Surgical intervention may be pending to address this issue.